Event description:
On (B)(6) 2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on (B)(6) 2024 while undergoing ccpd therapy. No additional information available during intake. Additional information received from the patient¿s home program manager (hpm) confirmed the patient was undergoing ccpd therapy (no alarms noted) when he experienced acute cardiac/hypercapnic respiratory failure, followed by a cardiac arrest. Although many of the specifics were not provided, it appears cardiopulmonary resuscitative (CPR) measures were initiated at the patient¿s residence and continued until emergency medical services (ems) arrived and intubated the patient. Per the additional information received from the hpm, the cause of the patient¿s cardiac arrest and subsequent death were the result of acute cardiac/hypercapnic respiratory failure, and unrelated to any fresenius product(s) and/or device(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the patient¿s serious adverse events of acute cardiac/hypercapnic respiratory failure, cardiac arrest, and death. The patient¿s primary cause of death was reported as acute cardiac/hypercapnic respiratory failure, secondary to a cardiac arrest. Per the hpm, although the patient was undergoing ccpd therapy when the serious adverse events occurred, they were not the result of any fresenius device(s) and/or product(s) malfunction or deficiency. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Cardiovascular disease (or sudden cardiac death) accounts for the most deaths among the esrd population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of particulates within the cassette area. Valve actuation test passed. System air leak test passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. Mushroom head check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6) 2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on (B)(6) 2024 while undergoing ccpd therapy. No additional information available during intake. Additional information received from the patient¿s home program manager (hpm) confirmed the patient was undergoing ccpd therapy (no alarms noted) when he experienced acute cardiac/hypercapnic respiratory failure, followed by a cardiac arrest. Although many of the specifics were not provided, it appears cardiopulmonary resuscitative (CPR) measures were initiated at the patient¿s residence and continued until emergency medical services (ems) arrived and intubated the patient. Per the additional information received from the hpm, the cause of the patient¿s cardiac arrest and subsequent death were the result of acute cardiac/hypercapnic respiratory failure, and unrelated to any fresenius product(s) and/or device(s).

Manufacturer narrative:
Correction provided in b1 and b2. Additional information provided in d9 and h3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 8/apr/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on (B)(6) 2024 while undergoing ccpd therapy. No additional information available during intake. Additional information received from the patient¿s home program manager (hpm) confirmed the patient was undergoing ccpd therapy (no alarms noted) when he experienced acute cardiac/hypercapnic respiratory failure, followed by a cardiac arrest. Although many of the specifics were not provided, it appears cardiopulmonary resuscitative (CPR) measures were initiated at the patient¿s residence and continued until emergency medical services (ems) arrived and intubated the patient. Per the additional information received from the hpm, the cause of the patient¿s cardiac arrest and subsequent death were the result of acute cardiac/hypercapnic respiratory failure, and unrelated to any fresenius product(s) and/or device(s).